Manufacturer narrative:
(B) (4). Evaluation results: death, rupture. Severe angulation of the aortic neck, 90 degrees.

Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm approx 7 months ago. Vessel morphology was reported as severe angulation of the aortic neck, (90 degrees) small caliber bilateral external iliac arteries. The pt returned for follow-up 5 months post implant, and there were no endoleaks present on the CT. It was reported that the pt presented to the hosp with a ruptured aneurysm. The physician attempted to insert a sheath into the external iliac artery to treat what was presumed to be a dissection but was unable to pass any wires or sheaths. The distal external iliac artery was divided completely in a transverse fashion, and it was readily apparent that 1 of the perclose proglide device had caught the back wall and was causing the joining of the anterior wall with the posterior wall causing partial narrowing. This suture was removed. It was reported that the pt later expired due to endotension resulting in rupturing of the aneurysm. No add'l info was provided.